Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle was received as a non-sterile product. The following information was provided by the initial reporter : the customer reported that the orange shield was melted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-02-15. H6: investigation summary: customer returned a single 0.3ml syringe. The needle shield on the syringe was noticeably raised. Removing it found a bead of a clear, soft material. The shield appears to have pushed the bead down to a certain extent but could not be fully placed onto the syringe due to the volume of this material. A review of the device history record was completed for batch# 1025876. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd found that the shield could not be set in place due to foreign matter in its path. Root cause for this defect cannot be determined.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle was received as a non-sterile product. The following information was provided by the initial reporter: the customer reported that the orange shield was melted.